Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 30-oct-2023, a system log review cannot be performed because the system logs are not available. Medical review: a review of the event was conducted by an isi medical officer and the following additional information was provided: a 74-year-old female underwent an ion endoluminal biopsy of a nodule 1 cm from the pleura under fluoroscopic guidance utilizing a needle and forceps. The procedure was successfully completed, the patient was extubated and the patient was transported to recovery. In recovery the patient began to complain of shortness of breath with bilateral wheezing. Albuterol was ordered as well as an x-ray. The portable x-ray machine was inoperable. Before an x-ray was able to be done the patient decompensated with worsening hypoxia and hypotension. The patient was re-intubated. Pulses were lost and acls was initiated for cardiac arrest for 3-5 minutes. A chest tube was empirically placed prior to radiographic confirmation of a pneumothorax given degree of clinical concern. Rosc was achieved. The patient was admitted to the ICU. The patient recovered neurologically intact, was successfully liberated from mechanical ventilation and discharged home after 7 days with a small residual pneumothorax which is anticipated to fully resolve. There is no associated RMA. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. The available data are consistent with a bronchoscopy and biopsy associated pneumothorax. There was delay in diagnosis associated with a malfunctioning chest x-ray machine which led to respiratory failure and intubation with positive pressure ventilation. This likely then worsened the pneumothorax with a greater hemodynamic impact leading to a pulseless cardiac arrest from tension physiology. The prompt supportive measures including chest tube placement stabilized the patient who then recovered neurologically intact and was able to be discharged home. Pneumothorax is a known complication of bronchoscopic lung biopsies and the available data are consistent with the pneumothorax adverse event being procedure related. The subsequent sequelae are associated with a delayed diagnosis in setting of a malfunctioning chest x-ray machine. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a biopsy of the anterior segment of the lobe. The procedure was completed as planned without delays. During the procedure, 2d c-arm fluoroscopy showed that the needle was jabbing towards the pleura, but the tip stopped 1 cm from the pleura. It was also reported that the needle sheath moved after the 3rd or 4th pass. The physician believed that if a 3d cone beam CT imaging device was used, more of the tip of the needle and forceps could be seen during biopsy. After the procedure was completed and the patient was extubated while in the recovery room, the patient complained of shortness of breath and had bilateral wheezing. Albuterol and a chest x-ray were ordered, but the initial portable x-ray machine was inoperable; therefore a second x-ray machine had to be located. Oxygen levels began to drop and the patient continued to decompensate; the patient's blood pressure dropped and a pulse could not be detected. The anesthesiologist immediately reintubated the patient and put them on positive pressure. The patient went into cardiac arrest and advanced cardiac life support (acls) was initiated for 3-5 minutes; additionally, a chest tube was inserted and the patient was revived. The physician felt that the increase in positive pressure probably made the unconfirmed pneumothorax more of a tension pneumothorax because the patient was reintubated prior to chest tube insertion. The patient was admitted to the intensive care unit (total hospitalization time of 7 days) and fully recovered neurologically. At discharge, the patient had a very small pneumothorax and was discharged home in stable condition without deficits. There was no diagnosis at the time of this report, but the physician thought the patient had a mycobacterium infection.